Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Physioneal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available as the reporter declined to provide further information.

Manufacturer narrative:
Nineteen days after the peritonitis onset date, the patient experienced general weakness as a manifestation of the event and was hospitalized on the same day. On an unreported date, the patient was recovered from the peritonitis and at the time of this report, the patient was still recovering from general weakness. On an unreported date physioneal therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.